Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion. According to the available information, technical services reviewed the data and the longevity change was related to an increase of signal processing due to chronic atrial arrhythmia along with minute ventilation and signal artifact monitoring. This impacts the battery consumption of the device and is an expected observation with the change in patient condition. No adverse patient effects were reported.